Manufacturer narrative:
(B) (4).

Event description:
Received info from pt that he fell on the ice in (B) (6)2009 and since then he feels stimulation, but it doesn't help with pain relief. Pt states he injured his elbow, knee, and dislocated his shoulder from the fall and since the fall, his feet go numb when he's in the sitting position. He also has not liked the location of his ins at his belt line since implant and wants it removed. Add'l info has been requested and if received a f/u report will be sent.